Event description:
During an ercp procedure, the physician used a wilson-cook zilver expandable metal billary system to deploy a stent into the common bile duct. The stent was deployed in good position. During removal of the introducer system the introducer lodged on the stent. The user applied moderate force to withdraw the lodged introducer. A snare ws used to retrieve the detached portion of the introducer and part of the broken stent. The residual portion of stent was left in the cbd. A plastic stent was then placed with good drainage. The patient did not experience any complications related to this occurrence.